Event description:
Patient suffered minimal shortness of breath and slight cough one day post closure treatment. Bilateral non-occlusive pulmonary embolism was confirmed using cat scan. Absence of deep vein thrombosis (dvt) was confirmed using duplex ultrasound. Patient was hospitalized for three days and prescribed both coumadin and lovenox.